Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that allegedly powered on without keypress activation when the device was connected to ac power. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator powered on without keypress activation when the device was connected to ac power. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.